Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 4. E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 4 infusion sets tape not sticking event on 07-jul-2024. The set did not adhere when taking bath. No further information available.